Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. Additionally, it was reported that no drops of insulin were seen out of the tubing during fill tubing. There was no reported impact to the user's blood glucose level. Reportedly, the user reverted to manual injections. A follow up confirmed that the supplies were changed.